Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer (convatec) for evaluation. The investigation results supplied by convatec are as follows: a device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, no trends were identified in the two years of post market product monitoring reviews for this product. A visual exam performed on the returned sample could not confirm the alleged deficiency. The issue will continue to be monitored through the post market product monitoring review process.

Event description:
Customer complaint alleges "that the oxygen saturation has decreased immediately after the oxygen cannula over the ear was applied to the children". Alleged defect noted during use. A new device was used with no reported problem. No report of patient injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "that the oxygen saturation has decreased immediately after the oxygen cannula over the ear was applied to the children". Alleged defect noted during use. A new device was used with no reported problem. No report of patient injury. Patient condition reported as "fine".